Event description:
Infant was on a high flow cannula at one liter/minute, while being held by mother was then put back in bed when a burn was noticed on right arm. Neonatology team, and plastic surgery consulted. Alarm not heard by bedside nurse indicating any heating malfunction of the circuit.device #1is this a laboratory device or laboratory test?no.